Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump would not detect cartridge. Customer's blood glucose was 280 mg/dl. Reportedly, customer reloaded cartridge and resumed insulin delivery.